Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous high sodium (na) results generated by the synchron lx 20 clinical system. The original samples were repeated lower results were obtained. Upon review of the results, the data showed potassium result was high on the original run and lower upon repeat. The erroneous results were not reported out of the laboratory. Patient treatment was not impacted by this event.

Manufacturer narrative:
Qc was within established range pre and post the event. On (B)(4) 2010, a bci field service engineer (fse) discovered air bubbles in the ration pump. Fse replaced the seals and verified performance.